Manufacturer narrative:
During service, the autopulse platform (sn (B)(6) failed functional testing due to user advisory 07 (discrepancy between load 1 and load 2 too large) displayed upon powering up. The root cause of the observed ua07 was a failed load cell, which was replaced to address the error. Following service, a load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During service, the autopulse platform (sn (B)(6) failed functional testing due to user advisory 07 (discrepancy between load 1 and load 2 too large) displayed upon powering up. No patient involvement.